Manufacturer narrative:
Device has not been received for analysis. Ams has requested the return of the explanted device. The relationship was not established between the patient's condition and the artificial urinary sphincter. Should additional information become available regarding this revision surgery, it will be re-evaluated and a follow-up report sent. The event is captured in our labeling as a foreseeable event.

Event description:
A (B)(6) male was implanted with an aus device on (B)(6) 2010. Patient was going into retention following the (B)(6) 2010 surgery. Therefore, on (B)(6) 2010, the 3.5 cm cuff was removed and a larger cuff placed, which was a better fit for the patient.